Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed via or refluted laboratory testing. (B)(4).

Event description:
Device 2 of 4. Reference MFR report#3006705815-2017-00005; reference MFR. Report#1627487-2017-00045; reference MFR report#1627487-2017-00036. The patient received two swift-lock anchors with the same lot number. It was reported surgical intervention was undertaken during which time the scs system explanted due to infection. No further information is available regarding the issue at this time.